Manufacturer narrative:
H.6. Investigation: five photos and 5 loose samples (p/n 301027) were received at bd vernon hills. Samples were used for fourier transform infrared spectroscopy (ftir) analysis, extra photos has been taken and send to bd canaan for evaluation. Seven photos were received and evaluated. Two photos showed two and three 5ml syringes (p/n 301027) respectively with their plungers fully extended. Two photos showed a syringe with an unknown medication drawn into the barrel, in both photos a large smearing of white foreign matter on the stopper was present in the fluid path. Two photos showed a removed plunger-stopper assembly with what appeared to be white foreign matter present. One photo showed a magnified view of a plunger-stopper that had several dried flakes of loose white foreign matter present on the surface of the stopper, fourier transform infrared spectroscopy (ftir) analysis revealed that the foreign matter is highly likely to be composed of silicone. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Stoppers are washed and lubricated with silicone prior to the assembly process. Additionally, silicone is applied as a spray of particles to the inside of the barrel during assembly. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside the manufacturing environment contributed to the drying of silicone to the stopper. The observed defect could not be confirmed to have originated at the manufacturing plant, therefore corrective actions are not necessary. H3 other text : see h.10.

Event description:
It was reported that the bd 5ml luer lok syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: we were notified from production personnel of a possible defect found on the rubber stopper of plunger on 5 ml syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 5ml luer lok syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: we were notified from production personnel of a possible defect found on the rubber stopper of plunger on 5 ml syringes.